Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg would not hold a charge after having a non-device related surgery. It was suspected that the ipg was compromised by using electrocautery. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient¿s ipg would not hold a charge after having a non-device related surgery. It was suspected that the ipg was compromised by using electrocautery. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the complaint of the ipg not holding a charge was not verified. Upon receiving, the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 4.02 volts. This result indicated that the device is capable of being totally charged under a proper charging method. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient¿s ipg would not hold a charge after having a non-device related surgery. It was suspected that the ipg was compromised by using electrocautery. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).